Event description:
Philips received a complaint by the customer on the v60 indicating that there was a leak alarm error and noticeable physical damage to the unit. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention was provided to the patient, nor a delay to treatment noted. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse replaced the gds (gas delivery system) to resolve the reported issue, and replaced the end cap, bezel, top cover, port, gas outlet, mount, and isolation fan to complete the repair of the device. The device passed required performance verification tests per philips standards and was returned to service.

Manufacturer narrative:
This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00348. All information from the original report(s) has been transferred to this report.